Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 adaptor. Hemopro cautery intermittently cutout. After harvester transitioned from taking endo radial to taking gsv, they states that the hemopro cautery started to intermittently cutout power. They had the nurse replace the power supply with a new loaner. The problem continued so they struggled through the rest of the case without trying a different cord or kit. No patient harm.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 adaptor. Hemopro cautery intermittently cutout. After harvester transitioned from taking endo radial to taking gsv, they states that the hemopro cautery started to intermittently cutout power. They had the nurse replace the power supply with a new loaner. The problem continued so they struggled through the rest of the case without trying a different cord or kit. No patient harm.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10 corrected section: h3-corrected to "device discarded", h6- corrected to "device discarded" the reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. Device discarded.